Manufacturer narrative:
Unknown batch: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E1. Initial reporter facility name: (B)(6). Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for molding tube defect was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode molding tube defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes that one (1) tube had a deformed tube lip when the cap was removed. There was no health impact or consequence reported.